Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced backflow of blood into the line during therapy of an amino acids solution running at 16.9 ml/hr in the neonatal intensive care unit. Any patient injury or medical intervention is unknown.